Event description:
It was reported that a malfunction alarm occurred on pump, with no notable events prior to issue and cause of any change in blood glucose level remaining unknown because caller declined to answer. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm happened again, which caller acknowledged and understood.